Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Customer entity: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient experienced high blood glucose levels due to bent cannula on (B)(6) 2026 and was treated with insulin pen shot.